Event description:
There have been at least 8 documented cases in the past three months involving one or both of the following failure modes: mode 1, monitor indicates a physiologically normal o2, oxygen, saturation range (98% to 100%) when the probe is completely off the patient, in one case for over an hour. Mode 2, monitor indicates EKG lead off and EKG monitoring is suspended, but resumes when the sao2, oxygen saturation, probe is disconnected. EKG electrodes check ok. Replacing the sao2 probe seems to correct the problem.